Event description:
It was reported that, during use of posi-stop injection needle 4708, lot h03-24-008, the proximal luer fitting disconnected from the handle cannula/inner sheath of the device. The malfunction occurred while botox was being administered through the needle, which resulted in less of the drug being administered than intended. The procedure was completed using a different brand of needle.